Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction with the transmitter occurred. On the evening of sunday, 10/12/2025, the patient began experiencing symptoms including nausea, lethargy, and general malaise. Concerned by these symptoms, she performed a blood glucose test, which revealed a reading exceeding 500 mg/dl. She administered insulin; however, a subsequent test continued to show glucose levels above 500 mg/dl. The patient was uncertain about the exact time her device (either her insulin pump or continuous glucose monitor) had stopped functioning properly. She could not specify which device was affected. When asked about any additional medications taken during the event, the patient did not provide further details. After vomiting multiple times, the patient sought emergency medical care. Upon arrival at the emergency room, she was administered intravenous insulin, including both short-acting and fast-acting types (lantus and novolog). Hospital testing indicated her blood glucose level had risen to over 600 mg/dl. The patient was admitted to reading hospital on sunday night and remained hospitalized at the time of the call. She reported continued symptoms of lethargy and nausea, though less severe than initially experienced. She also noted that she was taking her regular medications for depression, acid reflux, and restless leg syndrome, but was unable to recall the specific names of these medications. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.